Event description:
A malfunction was reported on the customer's pump, indicated by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this issue with the pump, which was still under warranty. Technical support assisted the caller with resetting the pump and confirmed that a replacement pump with updated software would be sent. The customer was advised on programming the new pump settings and connecting their cgm. Additionally, instructions were provided for returning the malfunctioning pump to tandem to avoid billing. Customer will continue to use current pump.